Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a device changeout, the right ventricular (rv) lead was found to have insulation damage. The physician was unsure if the lead had been damaged prior or during the procedure. The lead had been functionally normally prior to the procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.